Event description:
It was reported to philips that the power module had a problem, which could prevent the system from starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the power module had a problem, which was preventing the system from starting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was no power output to the power brick. The fse confirmed that the power brick was defective. To resolve the issue, the fse replaced the power brick. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.